Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a new heartmate 3 patient was implanted with an isolated right ventricular assist device (rvad) (B)(6) on (B)(6) 2026. During removal of the extracorporeal membrane oxygenation (ECMO) cannula, a thrombus dislodged and blocked the pump. Repeated restart attempts could not resolve the problem. Flow temporarily dropped to zero or was atypically high. Pump replacement was performed during implant procedure on (B)(6) 2026. The patient experienced low flow alarms (extended silence alarm active).